Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that a couple weeks ago ( in (B)(6) 2022) they had gone to see a health care provider (hcp) and the manufacturing representative (rep) told the patient the therapy was helping "a little bit," but the rep wanted it "to help more" so the rep added more programs. The patient stated they didn't know, and that it was "some time ago" when asked how long the therapy hadn't been helping the patient much. The patient stated out of programs 1-7, the rep kept program 2 and 7 for them and added programs a, b and c however the patient hadn't brought their external equipment to the appointment. The patient reported after the appointment that the therapy was "working good" but then "all of a sudden it jumped and went to 2" and though they've since increased the stimulation some, now it wasn't working, it was "terrible," and they were constantly "dripping like crazy." The patient stated the programs switched on their own because the patient had been placed on program a by the rep and now they wereon 2. Patient connect to see their settings. The patient was getting escalated when they were initially unable to connect. The patient was at 2.2 v. It was determined there were no other programs available. Reviewed with the patient that if they had not brought their equipment to their recent appointment and the rep reprogrammed the patient, the patient would only have the current program available until they could bring their personal equipment with them back to their hcp office to add the other programs. The patient was able to feel the stimulation comfortably already so no adjustment was made at the time of the call.  The patient stated they would reach out to their managing hcp and continue to work with them regarding their symptom concerns.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.